Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having high blood glucose within the range of 270 mg/dl to 456 mg/dl. They could only bring their blood glucose down with manual injections. The customer¿s blood glucose level during the incident was 402 mg/dl. Their current blood glucose level was 286 mg/dl. Troubleshooting was performed. The insulin pump¿s settings were programmed accurately. They did not receive any alarm since the high blood glucose began. The device passed the basic occlusion test. The device will not be returned for analysis.